Event description:
It was reported that during preparation for a holmium laser enucleation of the prostate (holep) procedure to treat benign prostatic hyperplasia, prior to insert the fiber to the patient, the fiber was connected to the console, and there was no aiming beam. When the device was checked a micro-fracture was identified in the fiber shaft. The procedure was completed with another fiber without patient complications.